Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 sensor was paired with the libre app rather than the intended device ecosystem, resulting in a ¿sensor in use by another device¿ situation; the user deleted the app, applied a new sensor, and successfully paired it, with troubleshooting and education completed and no alerts or alarms. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an improper pairing procedure; a specific internal device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.